Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported. Complaint of sheath detached due to catheter being unable to advance/cross the bifurcation cannot be confirmed since the complaint device was not returned for evaluation. Without receiving a catheter sample for evaluation, a definitive root cause for this event could not be determined. The DHR of the catheter lot was reviewed in reference to the description of the reported complaint. The review confirms that the lots met all material, assembly, and performance specifications. However, the potential root cause of the tip detachment failure mode is likely, fortunately, related to the use of the catheter during the procedure. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
Angiodynamics territory manager reported the following issue with an auryon atherectomy catheter 2.35mm - hydrophilic coated - ce: 2.35mm auryon catheter in a 7f cook introducer. Crossover procedure. Recanalization and angioplasty procedure successfully performed. When removing the introducer, the doctor found a small piece of plastic protruding from the introducer but still attached to it. Physician thought it was our auryon catheter that had rubbed and damaged the inside of the introducer. The procedure was completed successfully with the current catheter, and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.